Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced ineffective therapy due to l1 lead fractured and l2 lead migrated and confirmed via fluoroscopy. As such surgical intervention was undertaken on (B)(6) 2025, wherein the leads were unable to be explanted and therefore two new leads were placed, thereby restoring effective therapy.